Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post implant, the patient received chest compression and the left ventricular (lv) lead became dislodged. The l ead was attempted to be placed back on lv with no success. The lead was removed with the lv port on the device plugged. No lead was implanted in the lv. It was further reported that post implant, the patient received chest compression and the right ventricular (rv) lead became dislodged. During lead revision, the physician decided that a longer lead would provide better lead placement so the rv lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.